Manufacturer narrative:
Manufacturer could not confirm the complaint following several unsuccessful attempts to obtain additional product information (ie. UDI, product reference number, lot number). The manufacturer is currently unable to conduct a complete assessment based on the limited information provided. Should clinically relevant information become available, a reassessment will be performed based on the information provided.

Event description:
It was reported by the distributor that a clinician at an undisclosed military base implanted a conform membrane which was past its expiration/use by date. No additional information pertaining to product identification/traceability or patient outcome was received by the manufacturer.